Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an implant had contaminant in the sterile package on opening the device. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual evaluation of the returned product found white residue that is visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. All materials are biocompatible and the adhesive residue does not contact the implant which is contained in a poly bag. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. This complaint has been confirmed. The root cause of the reported event can be attributed to the packaging design due to the small clearance between the tyvek lid and retainer. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.